Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, patient concern with textured implant.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product and capsular contracture baker IV on the left. The device has been explanted.

Event description:
Health care professional reported left side exchange from textured to smooth due tot the patients concern with the product and capsular contracture. Baker IV on the left . The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3 , h.6 device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, wear abrasion. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.